Manufacturer narrative:
Additional information: h3, h6, h10. H10: the sample evaluation was completed on the actual sample received. A visual inspection with the naked eye and with magnification was performed which noted the green pull ring cap was dislodged from the patient connector and was loose in the returned shipping pouch (not the original pouch). The unit did not meet specification due to the loose pull cap. The evaluation did not identify any issues with the pull cap or the connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted on the potential lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient cap (pull ring) of an amia automated pd cycler set had ¿fallen off¿ inside the secondary overwrap. This was observed during set up of the device for peritoneal dialysis therapy. As a result, the device was not used by the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred on an unspecified date in 2021. Lot #: the customer was not sure of the lot number, however, reported a potential lot number of h21g30106. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.